Event description:
On (B)(6) 2008 the patient was implanted with a monarc sling system. It was reported that the patient has "serious problems" since the implantation of the monarc. No further information was provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.